Event description:
There were two issues that occurred. The first was that the fluoroscopy unit got stuck on the cone function during cerebral coiling. The machine had to be rebooted, and it took 7 min to get it to reset. The fluoro machine rep. Was also called and the system was rebooted with no further problems. The second issue involved retained coil fragments. The coil was determined to be too large for the area it was being placed, and when the physician tried to pull it back, it got stuck. The pt also had a very tortuous anatomy. A snare was used to remove the pieces that broke. Some pieces were unable to be retrieved.